Event description:
It was reported that the liquid crystal display (lcd) on the external pulse generator (epg) needed repair. It was also reported the lower display is cutoff on the right side. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was missing pixel segments. It was also noted that the lower case was broken, one side bail cover and ring cover were broken, and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.